Event description:
It was reported that the pulse width on the external pulse generator was not correct to its settings. The atrial width was shorter than it was set to and the ventricular width was longer than it was set to. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the pulse width on the external pulse generator was not correct to its settings. The atrial width was shorter than it was set to and the ventricular width was longer than it was set to. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the "pulse width was not correct to its settings." Pulse width is not a selectable setting, it is a fixed value. The generator was recalibrated and functionally tested and passed all final quality assurance tests. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.